Event description:
During a tavi procedure on a female patient, when the introducer was pulled out for the second time, the tip of the introducer was a bit torn. Small sharp bits injured the vessel, and a small part of the vessel came out with the introducer. A vascular surgeon had to fix the injury. The patient is now fine. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control (qc) and a visual inspection of the complaint device have been conducted for the purpose of this investigation. One used device was returned for evaluation. The device history record was reviewed for evidence of nonconformance and none was found. The returned device was visually inspected. Damage on the tip of the sheath was noted. Qc instructions are in place to: "confirm sheaths distal tip is sanded and free of rough edges." And "confirm surface of sheath is free of excessive dents, bumps or scratches." And "if sheath and dilator are received together in qc they must be sent throughout processing inserted together. They must have a smooth transition together." The IFU states, "when puncturing, suturing or incising the tissue near the introducer, use caution to avoid damaging the introducer." Without additional information about the event and the use of the device, no conclusion can be drawn about the cause of this complaint. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a tavi procedure on a female patient, when the introducer was pulled out for the second time, the tip of the introducer was a bit torn. Small sharp bits injured the vessel, and a small part of the vessel came out with the introducer. A vascular surgeon had to fix the injury. The patient is now fine. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.